Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the physician could not advance the stylet to the end of the right atrial (ra) lead. A second stylet was used and again it appeared that it would not advance to the end of the lead. After several more attempts, the stylet was able to pass the apparent blockage in the lead. The ra lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.